Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the orange drivers and some staples are out of the pockets. The metal tray surrounding the reload is bent as well. There was no patient consequence reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58v3t. Investigation summary: the sled was noted to be missing. Both right proximal pan hooks were disengaged and the pan was bent. One single driver was visibly trapped between the cartridge pan and body. Upon removal of the pan, three left double drivers and eleven right double drivers, and two right single drivers were noted to be missing. All staples were present and the sled was in the proximal position and intact.,reload gst60b, pan fully attached and undamaged. Partially fired 10mm. All staples and drivers present. He batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.